Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose levels were 584 mg/dl and 305 mg/dl. The mother reported that they successfully delivered 12 units of insulin. The customer had been using the insulin pump within 48 hours of high blood glucose level. They insulin pump was on auto mode at the time of incident. They also reported that the insulin pump received insulin flow block alarm, troubleshooting was performed and insulin had exited the tubing. The insulin pump will not be returned for analysis.